Event description:
It was reported that the stent delivery system had unraveled and a black fragment was found in the neuroprotection system(nps) filter following the procedure. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the procedure, the stent was successfully deployed with no issues reported. Upon removal of the stent delivery system, the spring had unraveled at the distal tip. Post procedure, a black fragment was found in the nps filter. Upon further inspection of the stent delivery system, the black fragment found in the filter appears to have broken off the delivery system. No intervention was required as result of the event.